Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, after the needles were deployed, only the link was present; a cuff miss occurred. The vessel was re-wired and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No femoral angiogram was performed prior to the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the link was detached at the swage end of the posterior cuff during the needle plunger retraction resulting in a failure to retrieve the suture and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that a femoral angiogram was not performed. Per the proglide instructions for use: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Femoral angiogram was not taken to verify the location of the puncture site. Per the instructions for use - perform a femoral angiogram to verify that the access site is in the common femoral artery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.